Event description:
It was reported that the patient experienced a return of symptoms. The pain had been returning for the past year. The patient reportedly broke her hip and was in the hospital at which time she lost her personal therapy manager (ptm). Since then the patient had been unable to give herself a bolus with the ptm. The device system was used to deliver dilaudid. It was later reported that the patient was in the hospital and was very ill ¿several times¿. It was then reported she was in the hospital a year and a half ago for a broken hip. The past year had reportedly been ¿so bad¿ for the patient so she didn¿t even think about the ptm. The past week, the patient¿s pain had been excruciating since not having the ability to use the ptm. The patient ¿did not think¿ she could live another week in as much pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).